Manufacturer narrative:
The insulin pump alarmed failed self-test and was unable to communicate to meter due to faulty radio frequency board component. It was received with cracked reservoir tube lip and scratched lcd window. It passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. It was monitored for several days and no blank display anomaly or display anomaly noted. It had normal operating currents and no damage was found on the lcd component isolation tape. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that for the past few days the insulin pump had been alarming no delivery. Blood glucose value was 451 mg/dl; treated with manual injection due to the bolus being interrupted. Troubleshooting was performed. The customer disconnected at the quick release and insulin did exit the tubing. The customer removed the set and the cannula was bent. It was also reported that the insulin pump was not communicating with the meter and the insulin pump had a failed self-test alarm. The insulin pump failed the self-test during troubleshooting and the screen turned black and then back on. The alarm history showed multiple failed self-test alarms. The device was returned for analysis.